Event description:
It was reported by the company rep indicating that while review of the programming history from the physician's handheld, he observed a high lead impedance on a pt. Physician was asked to turn off the device due to the issue. Pt's device was therefore turned off. No additional info is available. Good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.